Event description:
Foley catheter being discontinued, but multiple staff unable to completely deflate bulb of catheter. Bulb was reinflated, then deflated; catheter was eventually removed without difficulty. Pt was readmitted to the hospital on (B) (6) 2010, due to inability to urinate. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: urinary incontinence.